Manufacturer narrative:
The service rep removed and replaced defective surge suppressor board. Verified workstation boot-up powered-up sys several time without any problems/ verified system operation. Sys operating including fluoro and table operation. Sys operating as intended / sys returned to service.

Event description:
Customer reports that the sys will not turn on. No pt injury was reported.